Event description:
Complaint report that the head was stuck in up position. No impact alleged.

Manufacturer narrative:
The technician isolated the issue to the gas springs. The account is installing gas springs to repair the stretcher.